Manufacturer narrative:
The insulin pump was received stuck on a motor error alarm that occurred during the bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The occlusion test and excessive no delivery alarm test could not be performed due to the motor error alarm. The insulin pump was received with a cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed for a motor error during the manual prime. The insulin pump had not been dropped or exposed to a strong magnetic field or MRI. The blood glucose reading was 286 mg/dl. The insulin pump was able to be rewound. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.